Event description:
It was reported that the patient with this electrode mentioned it had fractured and/or broke as was thus may have migrated to a different part of their body. All evidence indicates the electrode remains in service and no adverse patient effects have been reported.